Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product was returned or images provided. Lot identification is necessary for review of device history records, lot identification was not provided medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the positioning guide rod fractured during a procedure. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.